Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, an alert for extended charge time was noted for the implantable cardioverter defibrillator. Capacitor maintenance may have been the cause of the alert. The device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Final analysis found the reported slow charging was confirmed in the laboratory. The hv capacitors were further analyzed and an internal capacitor anomaly was found. The root cause of the slow charge was due to an internal hv capacitor deformation.